Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex set, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the external fluid leak was from a cracked filter. The actual device was not available; however, photographs of the sample were provided for evaluation. Based on the additional information provided the leak was due to a crack on the filter. However, visual inspection of the provided pictures show as a crack is in the filter injection joint plane, which is present on all of the filters. The picture did not identify any specific defect on the impacted set that could explain this leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.